Event description:
It was reported that the device double beeps with no cassette during testing. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. The smiths label is intact. High pressure alarm messages were identified in the event logs. A functional test was performed. The reported failure was replicated. Fluid ingression was found on pump by the chassis base of the downstream occlusion sensor which caused the issue. The root cause of the event can be attributed to user induced fluid ingression. The downstream occlusion sensor will be replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.